Event description:
Reported one false positive flu a result on sofia flu+sars. Patient was symptomatic. The customer communicated the result was confirmed by alternate testing method (method not provided). Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: unable to determine. Source: phone.